Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon entering tether mode post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) was separated from the delivery catheter prematurely. However, the ralp remained implanted after the separation. There were no patient consequences.

Manufacturer narrative:
The reported event of premature separation was confirmed. The catheter was returned in one piece for analysis without a device attached, airline attached to handle side port and one attached to locking hub. Visual examination of the catheter found no anomalies with the exception of procedural damage. X-ray examination did not find any anomalies. Dimensional analysis found the aligned offset measurement was out of specification. Further investigation found the tether slipped from the release screw. The cause of the reported event was due to the aligned offset being out of specification and tether slipping from the release screw. No other anomalies were found.